Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to log in. A technical support specialist (tss) found an error in the med app log indicating a login failure for user 'pyx-hmi2\cfnadmin' due to an unexpected data error. The tss attempted to restart sql services but encountered an error. The tss then found the dsclientoltp database in suspect mode in sql server management studio (ssms) and ran a repair script. After refreshing the database and rebooting the system, a new error appeared. The tss ran another repair script, but the issue persisted. The tss proceeded to repair and resync the station, repaired the station, and completed data synchronization. After rebooting the device, the tss confirmed there were no errors, and the customer was able to log in. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system all users were unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.